Event description:
It was reported that the patient experienced spasms prior to (B)(6) 2012. The symptoms began following a pump replacement on (B)(6) 2012. The patient also had an implantable neurostimulator, which the physician recommended be shut off. After turning of the stimulation, the spasms slightly increased, but with taking adavan medication, everything seemed to calm down. The patient's spasms were better. The patient experienced headache and a fever of 100.6 f after turning the stimulation off. It was noted that no changes had been made to the stimulation programming since (B)(6) 2011. The patient was in a rehabilitation hospital and was planning to be released to another hospital in a couple weeks. The patient's status was described as fair. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report. Refer tp MFR report # 3004209178-2012-05555 for the patient's implantable neurostimulator.

Manufacturer narrative:
Product ID 8731sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type: catheter. (B)(4).

Event description:
Additional information received: the spasms started increasing following the implantable neurostimulator placement, not following a pump replacement on (B)(6) 2012, as was previously reported. The pump was replaced in (B)(6) 2012, as was previously reported. Additional information received: the patient had some spasms the morning of the report.

Manufacturer narrative:
(B)(4).